Manufacturer narrative:
Exact date unknown, event occurred may 2022.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg has to go through pathology at the facility before it can be returned.